Event description:
The patient was revised because of pain and metal sensitivity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is considered closed.

Manufacturer narrative:
The devices were returned to depuy directly to the(B)(4) study team and were not provided to the customer quality group for examination. One x-ray image was provided with the initial reporting but no conclusion could be drawn from this one image. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev d. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 8/6/15- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and increased metal ion levels (no labs provided). A correct dor was provided. The stem is being added to the complaint.